Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the intermittent stimulation was unknown. The patient was instructed to contact the rep if the issue occurred again. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that stimulation turns on and off intermittently. The representative met with the patient and checked the ins with the clinician programmer. The representative reported there was a power on reset (por) message that they had to clear and electrode 4 has high impedance. The representative was not with the patient at the time of the call for further troubleshooting. The representative was going to call the patient and instruct the patient to keep a log of off and on events. It was reviewed that he patient should check status with sync button. No patient symptoms were reported. No additional complications were reported/anticipated.